Manufacturer narrative:
Device evaluation of monitor sn 07124543 and belt sn (B)(4) have been completed. The reported problem (code 105) was investigated. As received, the pins in the monitor connector and belt connector were bent, preventing a proper connection. Though the code 105 could not be duplicated during evaluation, one cause of code 105 is a poor monitor to electrode belt connection. The root cause of the bent pins is excessive force when mating the electrode belt with the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 105.